Event description:
It was reported that right atrial lead exhibited noise and oversensing on the right atrial channel during atrial fibrillation episodes. Due to this, inappropriate atrial tachy response (atr) episodes were recorded. It was decided to continue monitoring the patient and further evaluation will be performed in the future. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).